Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with dizziness. Upon interrogation, all lead measurements were appropriate and stable. Noise and oversensing resulting in pacing inhibition were noted on the right atrial (ra) lead and right ventricular (rv) lead electrograms. This resulted in greater than two seconds of asystole in this pacemaker dependent patient. The field representative recommended performing additional tests; however, the physician indicated a revision would be performed with a competitor. No adverse patient effects were reported.